Event description:
A phone call was made to the customer in order to follow up on a call she had made previously regarding high blood glucose levels. The customer did not answer, but sent an email stating that he experienced unexplained blood glucose levels multiple times. The customer stated that he called in to report the issues, and a week later he was in the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.